Event description:
A tech prepared to use the gem permier instrument to run pt samples. All quality control samples (low, normal, high, low hematocrit, and normal hematocrit,) were within range. The tech proceeded to run 3 pts' samples without a problem. After the third sample, a one-point calibration was performed which showed drift errors on all cartridge sensors' analytes. Two successive one-point calibration were run and the sensors passed. The instrument then appeared to be within calibration. The pt was removed from the bypass pump and the tech expected po2 values to be in the 400 range. Three pt samples were analyzed; all samples displayed the same po2 (188) and pc02 (40) values despite the fact the pt was removed from the bypass pump during this period. The tech ran a level 1 quality control sample which then indicated failures on all sensor analytes.